Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (2,000 mcg/ml, 249.8 mcg/day) and bupivacaine (20.0 mg/ml, 2.497 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was experiencing increased pain. A failed catheter dye study (cds) was performed on (B)(6) 2019. They suspected the catheter may be disconnected, leaking or shearing off as contrast was pooling in the pump pocket. On (B)(6) 2019, surgical intervention occurred. The connector was removed due to a fracture in the catheter near the connector. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
The catheter was returned, and analysis found damage to the transition tube. All previously reported method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.